Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. Blood glucose levels reached 515 mg/dl.

Manufacturer narrative:
The pink slide insert was visible through the viewing window and the linkage assembly was observed to be fully retracted. The device was received with a hard cannula exposed beyond the needle well. Damage was observed to the distal tip of the soft cannula. Upon opening the device, the hard cannula was observed not seated within the slide retract. Damage was observed on the slide retract where the hard cannula would normally be seated. The slide retract damage was caused by an incorrect installment of the hard cannula. The incorrectly installed needle is the root cause of the reported needle mechanism failure. While no damages or discrepancies were found during the investigation that would result in the 0x5f alarm, and the exact cause of the 0x5f alarm could not be determined.